Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat 5 mm, 35 cm, front-actuated grip exhibited that one side of the blade fractured while cutting the uterine ligament tissue. The issue was found during a laparoscopic surgery for total hysterectomy and bilateral tubal resection. The intended procedure was completed with another device. There were no reports of patient involvement.